Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patient mentioned in the journal article. The following could not be completed with the limited information provided. Date of event ¿ ni, device product code ¿ ni, expiration date ¿ ni, date implanted ¿ ni, date explanted ¿ ni, (B)(6), manufacture date ¿ ni.

Event description:
It is reported that a patient had persistent loss of extension despite flexor carpi radialis tenotomy and flexor carpi ulnar lengthening.